Manufacturer narrative:
A visual inspection of the returned device revealed that the device was received disassembled. The sheath was detached into two separate segments. Each segment was buckled and kinked along its length. There was a torque mark on the handle cap indicating that the handle cap had been properly torqued into position. The pull wire assembly was bent and kinked along its entire length. The basket assembly was collapsed and bent. All basket wires were present and attached. A functional assessment was unable to be performed due to the condition of the returned device. During manufacturing, the devices are 100% inspected for functionality/integrity. Due to the device being returned disassembled, a definitive root cause could not be determined. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the basket got stuck in the ureter. The stone was lasered, the basket was removed, and the case was completed. There were no parts of the device left inside the patient. There were no patient complications reported as a result of this event. Additional information received on/after 21july2014. According to the physician, the patients ureter was pre-dilated prior to using the segura basket. The segura basket was advanced and then got stuck after capturing the stone. The basket was unable to be removed, the stone was lasered, and eventually the basket was removed from the patient. A follow up CT scan showed a narrowing of the patients ureter, however according to the physician, the patient was fine. He was uncertain if the patient came back to the emergency room, but if so, the patient was not admitted. According to the mother of the patient, her daughter has suffered from pain after the procedure. The patient has undergone a prolonged hospital stay, two ultrasounds, cat scan with contrast, and two different antibiotic treatments. According to the user medwatch (B)(4) that was received on 24july2014, the device was taken apart and remove intact. The stone was lasered. The patient remained in the hospital for observation and returned to the emergency dept several days later for hematuria with evidence of ureteral injury.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the basket got stuck in the ureter. They were able to dislodge the basket and finished the case with the same device. There were no parts of the device left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.